Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload had a full staple complement. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned sample as received by medtronic was found to meet specifications and the reported condition was not confirmed.

Event description:
According to the reporter, the device did not fire.